Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2019: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause and patient weight were unknown. The provided information was confirmed with the md. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot#: (B)(4), ubd: 24-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient was getting inadequate pain relief. The x-rays showed that the patient's lead had migrated one vertebral body. The patient was reprogramed at the time of the report, but it's unknown if the issue was resolved or if surgical intervention will occur. No further complications were reported. No additional patient symptoms were reported.